Event description:
It was reported that loss of capture threshold and sensing anomaly were observed during device follow up. X-ray of the lead revealed lead dislodgement. Lead was explanted. Patient condition is well. Lead will not be returned.